Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot every time the pump was charging in the car or while using a laptop. There was no reported impact to blood glucose. Tandem's technical support suggested for the customer to use a wall adapter to charge the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.